Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. Further information regarding product return status has been requested.